Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit was acting sluggish, the led lights were blinking on and off, and the blade wasn't turning. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/31/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.